Event description:
User facility medwatch report received that states: "IV tubing did not autoclamp when the pump door was opened, and fluid started to free-flow through the tubing. The tubing was not connected to the pt at the time so there was no pt harm". The facility's biomed indicated that the associated pump was not sequestered; therefore, it is not available for investigation. No additional info was available.

Manufacturer narrative:
Manufacturer's report date: 5/12/2009. Pt info requested and all available info is included. This report was filed by the MFR. A copy of the user facility medwatch is attached to this report. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.